Event description:
Caller alleged several false negative hcg results. Results as follows: customer reports delayed migration using the medi-lab performance hcg urine test-dipstick. Negative results at 3-minute read time but positive results at the 5-minute mark. Customer states they have been extending the read time to 5 minutes to make up for the delayed start of migration. Pregnancies are confirmed a week later by ultrasound. No patient or sample-specific information was provided. Customer is the lead clinician and does not routinely run the assay.

Manufacturer narrative:
Investigation pending.